Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional information has been requested regarding the additional products of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Additional information has been requested regarding the log files for this event, but it was not available at the time of this report. If log files investigation is performed, the event will be updated and a supplemental report will be sent. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited a failure to restart after a controller exchange. The controller was replaced several times by following the procedures during the delay in restart, but it did not restart. CPR was performed, but the patient lost consciousness since the patient¿s aortic valve was closed from a previous surgery; hence the patient was admitted to the hospital and placed in the intensive care unit (ICU). The patient also experienced pulmonary hemoptysis, circulatory failure, and worsening heart failure, along with hemorrhaging at the pericardial and/or pleura chest wall which required surgical intervention. The patient was placed on extracorporeal membrane oxygenation (ECMO) through the femoral artery. Cardiopulmonary bypass (cpb) was performed and the vad was exchanged. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Additional devices: serial# (B)(6) h6:FDA img code: g04034, g04035 h6:FDA method code(s): b01, b15 h6:FDA result code(s): c19 h6:FDA conclusion code(s): d10, d12 serial# (B)(6) h6:FDA img code: g04034, g04035 h6:FDA method code(s): b01, b15 h6:FDA result code(s): c19 h6:FDA conclusion code(s): d10, d12 serial# (B)(6) h6:FDA img code: g04034, g04035 h6:FDA method code(s): b01, b15 h6:FDA result code(s): c15 h6:FDA result code(s): d11, d12 the ventricular assist device (vad) (B)(6) and three controllers (B)(6) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of (B)(6) manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned pump revealed that the device passed visual examination and functional testing. Dimensional verification revealed that the rear housing disc curvature and front housing disc curvature were found to be deviating from specifications. Given that the pump met specifications prior to release, these deviations were likely a result of the clinical challenge to the pump. Further analysis revealed outer shroud contact that created more friction at the housing to impeller interface, this increase in friction was investigated during the CAPA pr00502194 investigation. Internal pathological report revealed no evidence of thrombus within the device. Failure analysis of (B)(6) revealed that the controllers passed visual inspection and functional testing. Failure analysis of (B)(6) revealed that the controller passed functional testing. Visual inspection of (B)(6) revealed contamination within both power ports of the controller. This is an additional observation not related to the reported event. The most likely root cause of the observed contamination event can be attributed to the handling of the device. Log file analysis revealed that (B)(6) was the patient¿s primary controller. Log file analysis associated with (B)(6) revealed three (3) vad disconnect alarms logged on (B)(6) 2021 between 13:51:58 and 13:55:38, indicating a physical disconnection of the driveline from the controller, likely due to the reported controller exchange. Log file analysis associated with (B)(6) revealed a controller power-up event on (B)(6) 2021 at 13:41:59. Review of the event log file revealed that prior to the controller power-up event, the controller last had power on (B)(6) 2020, indicating that the controller was not in use prior to the reported event, and was likely powered up during the reported controller exchange. Two (2) vad disconnect alarms were logged on (B)(6) 2021 at 13:51:20 and 13:52:13, due to the physical disconnection of the driveline from the controller. A vad stopped alarm was logged at 13:52:52 indicating that the pump failed to restart after multiple attempts. This was followed by additional controller power-up events, vad disconnect alarms and vad stopped alarms due to failures of the pump to restart, likely recorded during troubleshooting. Log file analysis associated with (B)(6) revealed a controller power-up event on (B)(6) 2021 at 13:45:02. Review of the event log file revealed that prior to the controller power-up event, the controller last had power on (B)(6) 2021, indicating that the controller was not in use prior to the reported event, and was likely powered up during the reported controller exchange. One (1) vad disconnect alarm was logged on (B)(6) 2021 at 13:55:19, due to the physical disconnection of the driveline from the controller. A vad stopped alarm was logged at 13:55:19 indicating that the pump failed to restart after multiple attempts. This was followed by additional controller power-up events, vad disconnect alarms and vad stopped alarms due to failures of the pump to restart, likely recorded during troubleshooting. The most likely root cause of the vad disconnect alarms can be attributed to the physical disconnection of the driveline from the controller, likely due to the reported controller exchanges and troubleshooting. The most likely root cause of the vad stopped alarms can be attributed to a failure of the pump to restart after multiple attempts. (B)(6) was in scope of CAPA pr00502194 which is investigating pump failures to restart. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ECMO that the patient was wearing due to worsening lung function was removed and the patient was reported to be "in good shape." The patient is currently on a ventilator with extubation scheduled to be performed.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that three controllers were used to attempt to restart the ventricular assist device (vad) without success. The controllers were removed from use.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Newly received information indicated that three controllers were attempted to restart the vad without success. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1407 / catalog #: 1420 / expiration date: 31-aug-2021 / serial #: (B)(6) UDI #: (B)(4). D9: no h3: no, device evaluation anticipated, but not yet begun. H4: mfg date: 27-aug-2020 h5: no h6: patient ime code(s): e0506, e0611, e0721 h6: imf code(s): f1203, f0801, f1901, f1905, f2301, f2306. H6: FDA device code(s): a141204. H6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 30-nov-2021 / serial #: (B)(6) UDI #: (B)(4). D9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 12-nov-2020 h5: no h6: patient ime code(s): e0506, e0611, e0721 h6: imf code(s): f1203, f0801, f1901, f1905, f2301, f2306. H6: FDA device code(s): a141204. H6: FDA results code(s): c21. H6: FDA conclusion code(s): d16 d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1407 / catalog #: 1420 / expiration date: 31-oct-2019 / serial #: (B)(6) UDI #: (B)(4). D9: no h3: no, device evaluation anticipated, but not yet begun. H4: mfg date: 01-oct-2018 h5: no h6: patient ime code(s): e0506, e0611, e0721 h6: imf code(s): f1203, f0801, f1901, f1905, f2301, f2306 h6: FDA device code(s): a141204. H6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was extubated and moved to the general ward in the hospital. The patient underwent a head computerized tomography (CT) scan and brain function evaluation and the diagnosis was that there is no permanent disability at all.

Manufacturer narrative:
A supplemental report is being submitted for additional information and correction. Describe event or problem, device available for evaluation?, and health effect impact code(s) were updated. Device available for evaluation? Corrected from blank to no, device evaluation anticipated, but not yet begun. Evaluation codes patient health effect clinical code(s) corrected to include e0602. Additional manufacturer narrative was updated for patient ime code(s) and imf code(s) for the additional products. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1407 / catalog #: 1420 / expiration date: 31-aug-2021 / serial #: (B)(6) h6: patient ime code(s): e0602 h6: imf code(s):f2203 d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 30-nov-2021 / serial #: (B)(6) h6: patient ime code(s): e0602 h6: imf code(s):f2203 d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1407 / catalog #: 1420 / expiration date: 31-oct-2019 / serial #: (B)(6) h6: patient ime code(s): e0602 h6: imf code(s):f2203. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.